Event description:
An optometrist reported that following bilateral lasik, the patient had an unexpected refractive outcome in the left eye. The optometrist explained that the surgical room was very hot and humid on the day the patient was treated with the laser. The patient reported he had good vision. In a follow up, the clinic manager reported that the patient had -2.25 diopters of residual cylinder in the left eye, which was corrected for near vision. According to the manager, the patient is extremely happy with his vision and had no complaints during his follow up visits. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was provided. No sample is expected for evaluation. The system history showed that the laser was successfully verified prior to, and after the date of treatment. Although it was requested, not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).